Event description:
It was reported that this right ventricular (rv) lead was infected with the rest of the system, rv lead was explanted and replaced. No additional adverse patient effects were reported.